Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received discrepant folate results for two patient samples. Sample 1: the first result was <1.45 nmol/l and the user did not believe the result so they repeated the sample twice. The repeat testing on (B) (6) 2010 and (B) (6) 2010 gave a result of >45.40 nmol/l both times. Sample 2: on (B) (6) 2010, the first result was <1.45 nmol/l and when repeated gave a result of >45.40 nmol/l twice. The faulty results were not reported to the physician. The folate reagent lot number was 15462401.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Based upon information provided, several alarms were generated from the analyzer regarding insufficient sample volume, pipette clotting, and sample short when the discrepant low results were generated. The low results were most likely caused by foam or air bubbles on the sample surface or insufficient sample volume in the sample container. It was noted the recommended tube adapters for the sample racks were not being used. A new measuring cell was installed and the user confirmed that they are now using the sample tube adapters in sample rack. No further events for folate have been reported by the customer.